Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/10/2017 with the following findings: the battery compartment was cracked at the threads on the side. The returned battery cap fit to the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked]. This report is made based on results of investigation completed on 05/10/2017.